Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. During the bav the valve dislodged into the ascending aorta and a second transcatheter bioprosthetic valve was implanted in the annulus. No adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that after the first valve was implanted moderate paravalvular leak (pvl) occurred and required the bav. The physician stated that the balloon caused the valve to dislodge. If information is provided in the future, a supplemental report will be issued.